Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 11 states, ¿wear and/or deformation of articulating surfaces.¿ number 15 states, "interoperative or postoperative bone fracture and/or postoperative pain."

Event description:
It was reported that patient underwent left total knee arthroplasty approximately twenty years ago. Subsequently, patient was revised on (B)(6) 2015 due to pain. It was further reported that the femoral component had worn through the bearing and there was metallosis present. The femoral component, polyethylene bearing, and locking bar were removed and replaced.

Manufacturer narrative:
This follow-up report is being filed to relay corrected information.

Event description:
It was reported that patient underwent left total knee arthroplasty approximately twenty years ago. Subsequently, patient was revised on (B)(6) 2015 due to wear. It was further reported that the femoral component had worn through the bearing and there was metallosis present. The femoral component, polyethylene bearing, and locking bar were removed and replaced.